Event description:
It was reported that prior to a procedure at t he user facility a 1.5"-2" long piece of the back of the cordless driver 2 handpiece fell off. As there was no procedure associated with this event, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Vibration over time is known to cause or contribute to the reported event.

Event description:
It was reported that prior to a procedure at t he user facility a 1.5"-2" long piece of the back of the cordless driver 2 handpiece fell off. As there was no procedure associated with this event, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.